Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2016. It is also alleged by patient's attorney that on (B)(6) 2019, the patient had unspecified injuries related to a defect in the ventrio st and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 1) and kugel hernia patch (device 2). Per op notes, "a ventrio st mesh (device 1) and a kugel hernia patch (device 2) were placed to the abdominal wall using sutures." (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent repair. Per op notes, "incision was made over the hernia defect, carried down through the subcutaneous tissue. A synthetic mesh was placed to the defect using sutures." (B)(6) 2017 - patient had abdominal wall abscess thereby underwent incision and drainage of abdominal wall abscess with excision of chronic cyst/abscess cavity. Per op notes, "there was purulent fluid, which was aspirated out." (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia, infected mesh and small bowel obstruction thereby underwent repair with removal of mesh (device 1 and 2). Per op notes, "the anterior ventral incisional hernia where the prior mesh had broken down and separated in the midline. Performed lysis of adhesions, inflammatory mass of the meshoma were took down. Excised the chronically inflamed mesh (device 1 and 2) also meshoma. Then 2 synthetic meshes were placed." (B)(6) 2019 - patient had open abdominal wall wound thereby underwent placement of wound vac.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventrio st (device 1). An additional emdr was submitted to represent the bard/davol kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2016. It is also alleged by patient's attorney that on (B)(6) 2019, the patient had unspecified injuries related to a defect in the ventrio st, and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."